Event description:
Related manufacturing ref: 3008452825-2021-00518. During an atrial fibrillation procedure, transseptal puncture was performed under transesophageal echocardiography without difficulty. A mapping catheter and ablation catheter were placed via transseptal. When starting to map the left atrium, difficulties were noted moving the catheter with af rhythm. During mapping, a deformation of the catheter was observed. The catheters were removed as the user thought he was in the pericardium. A few seconds later, the patients pressure and oxygen saturation dropped and was in bradycardia at 40 bpm then in cardiac arrest. A heart massage and pericardiocentesis were performed. A sternotomy was then done to remove the rest of the blood.

Event description:
Related manufacturing ref: 3008452825-2021-00518.

Manufacturer narrative:
Additional information: b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement. Concomitant device: tacticath ablation catheter, se.